Event description:
Reportedly, pt underwent an exploratory laparotomy in 2003. Postoperative course was complicated by wound dehiscence and the pt was taken emergently to the operating room a week later. At the time of re-exploration, it was noted that the 1-0 non-looped maxon suture material had broken in half.